Event description:
The clinical manager reported a saline bag back filled after initial prime and during recirculation. Saline bag refilled approximately 500ml. Machine was pulled for service. There was no patient involvement. The release valve on the machine was changed.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation. This medwatch report is associated with MDR #s related MDR's: 2937457-2013-00521.